Event description:
It was reported that the beta-iodine sponge became separated from a minicap device. This occurred when the patient care giver was removing the minicap from the transfer set. The reporter stated that upon removing the minicap, the beta-iodine sponge remained attached to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Expiration date - january, 2015. Device was manufactured between 07/11/2013 - 07/12/2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the minicap was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.